Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist report, the pt had a small scab beneath the external coil. Reportedly, the pt's primary care physician examined the pt and removed the scab. According to the physician, the receiver/stimulator portion of the internal device was visible. The pt was referred to his implant surgeon. The pt was placed oral antibiotics and had revision surgery in 2007.